Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable cause for this complaint could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which would have caused the lens to be implanted upside down. Physician report does not indicate any adverse event or condition or any improper handling that would have caused the lens to be implanted upside down. Per medical review: reportedly, micl was inserted backwards requiring intraoperative lens removal/exchange. No reported incision enlargement or any other tissue damage. According to report, dated on (B)(6) 2015, there was no patient injury during lens removal and backup lens was successfully implanted. The same report stated that the cause of the event was unknown. No reported postoperative sequelae. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter and the lens went into the patient's eye backwards. The lens was removed within the same surgery with no patient injury. The backup lens was implanted with no problem.